Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation for two years. The patient experienced a shocking or jolting incident while driving about the same time. The stimulator was turned off since it was ¿low and not acting normal.¿ the stimulator showed ¿low¿ on the physician programmer at the time of report. All impedances, both bipolar and unipolar, were greater than 4,000 ohms on the patient¿s stimulator. The patient was to follow-up with their surgeon, who will remove the system.

Manufacturer narrative:
Product ID: 3587a, lot# lb8414, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).